Manufacturer narrative:
It is unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, two (2) of the hohmann retractors were worn, damaged and no longer functional. The problem was noticed by the medical device reporting (MDR) staff. It is unknown if there was a patient or surgical involvement. This is report 1 of 2 for complaint (B)(4).